Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 00408, 0001822565 - 2019 - 00409, 0001822565 - 2019 - 00410, 0001822565 - 2019 - 00412, 0001822565 - 2019 - 00413, 0001822565 - 2019 - 00414, 0001822565 - 2019 - 00415, 0001822565 - 2019 - 00416, 0001822565 - 2019 - 00417, 0001822565 - 2019 - 00418, 0002648920 - 2019 - 00069, 0002648920 - 2019 - 00070, 0002648920 - 2019 - 00071, 0002648920 - 2019 - 00072, 0001822565 - 2019 - 00419, 0001822565 - 2019 - 00420, 0001822565 - 2019 - 00421. (B)(4). Concomitant medical products: item lot item description 47235801203 61242858 proximal dorsal ulnar plate left 3 holes 77 mm length, 47235901638 62925786   3.5 mm locking screw with 2.7 mm head 16 mm length, 47235901638 63114989   3.5 mm locking screw with 2.7 mm head 16 mm length , 47235902038 61155741   3.5 mm locking screw with 2.7 mm head 20 mm length, 47235902238 61244522   3.5 mm locking screw with 2.7 mm head 22 mm length , 47235901638 63114989   3.5 mm locking screw with 2.7 mm head 16 mm length , 47235902038 62975836   3.5 mm locking screw with 2.7 mm head 20 mm length, 47235901638 63114989   3.5 mm locking screw with 2.7 mm head 16 mm length , 47235901838 61117352   3.5 mm locking screw with 2.7 mm head 18 mm length , 47234801635 62933610   cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length, 47234802235 62959293   cortical bone screw self-tapping hex head 3.5 mm diameter 22 mm length, 47234801435 62230449   cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length, 47234801235 61251340   cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length, 47234801435 62603180 cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length, 47234801235 62675356 cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length, 47234801835 63098016 3.5mm cort scr x 18mm selftap, 47235901438 63075443   3.5 mm locking screw with 2.7 mm head 14 mm length . Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to discomfort attributed to device corrosion in-vivo. No further information available at the time of this reporting.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.